Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a return of symptoms and stimulation was turning off. It was like she had not even had the implant. The patient was currently on program 1 at 1.8 which was strong and comfortable. She was using the blue buttons to turn on the programmer. She did not see an icon in the middle of the icons indicating the implantable neurostimulator (ins) was low. She did not recall pressing the middle blue button. She did not feel stimulation but when she used the programmer and pressed the top blue button to connect to the ins she felt stimulation. It was reviewed that stimulation could only be turned off by pressing the middle blue button or if the ins was becoming depleted. The patient verified she did not have the middle icon indicating that the ins was low. She stated she was not pressing the middle blue button in error to turn the programmer off, although she was using the top blue button to connect to the programmer to the ins. The patient was going to continue tracking her symptoms and use the programmer to verify stimulation was on. The patient would track when the ins was off and would follow up with the managing physician if it continued. The return of symptoms occurred since implant and stimulation turning off had been occurring for about 7-8 months since 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.